Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation at a third-party service center, the bipap a40 device was visually inspected and found evidence of foam degraded. Additionally, a ventilator inoperative error code indicating a failure of the outlet pressure sensor was confirmed in the event log. The evaluation of the device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No visual defects found. No repair was performed. The device was scrapped without repair per customer request.